Event description:
It was reported that during a laparoscopic colostomy procedure, the insulation split along the jaws of the laparoscopic scissors, and the patient's liver was burnt. It was reported that there was no other injury to the patient, and the patient was in satisfactory condition post-op.

Manufacturer narrative:
The device was visually inspected under 7x magnification, and was found to have a tear in the insulation near the distal tip, and torn insulation approximately on the distal tip of the device. Based on the investigation, the most likely cause of the insulation damage resulted during the heat shrink application when operators inadvertently used an application method which compromised the integrity of the heat shrink tubing. On september 11, 2009 retraining on the heat shrink tubing application instructions was conducted and documented. The retraining included reviewing the required steps involved in the heat shrink tubing application.